Manufacturer narrative:
(B)(4).

Event description:
It was reported no readings, sensor error or brief sensor issue occurred. Performance data was reviewed. The allegation was not confirmed. However, signal loss over an hour was found in connection to the reported allegation. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2 type of follow up: correction. H6: additional information.

Event description:
It was reported that a no readings/ sensor error/ brief sensor issue occurred. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over an hour was found in the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.